Event description:
At initiation of a routine hemodialysis treatment a venous air alarm occurred due to air introduced when the operator primed the saline line. The alarm was resolved and treatment was resumed. Blood loss of 120cc reported from removing air from the blood circuit. Epogen initiated at 20,000 units every 2 weeks. Pt also complained of back pain and headache, seen in ed, and air embolism ruled out. No other medical intervention required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air in the blood circuit. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions, as well as adequate instructions for making pt connections. Facility staff provided re-training. Nxstage considers this report closed. No add'l info will be provided.